Manufacturer narrative:
(B)(4).

Event description:
The patient reported that device is not working. Can't get it to increase or decrease. Called twice this morning and wanting the on-call tech paged. Indications for use were noted as: fecal incontinence and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.